Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) capital medical university. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 was analyzed, it was found that all bands were attached in the ligator head; however, two bands were returned cracked, and one band overlapped. Additionally, the suture thread was broken. The device was observed under magnification, and the ligator head teeth were bent. No other problems with the device were noted. The reported event of suture break to deploy was confirmed. Upon analysis, it was found that the suture thread was broken. Additionally, two of the bands in the ligator head were cracked, and one overlapped, and the ligator head teeth were bent. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, consequently, causing the device inability of the device to deploy the bands during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure performed on (B)(6) 2024. During the procedure, "the cotton thread connected to the ligation device was fractured." The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 : (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure performed on (B)(6) 2024. During the procedure, "the cotton thread connected to the ligation device was fractured." The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.